Manufacturer narrative:
Patient information was not available from the site. On 8/11/2016 a medtronic field service engineer (fse) visited the site. He witnessed a "low frame rate error." He was able to reproduce this error on the first 2d image. He replaced the mvs (mobile viewing station) interface cable. System passed all testing after cable replacement.

Event description:
A medtronic representative reported that during a spine surgery, the system displayed an "image frame rate error" message. The site attempted to re-boot the system several times without success. They abandoned the use of the o-arm and navigation. They switched to using a c-arm to complete the case. No patient impact.

Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection, but did not pass bench level testing. The cable continuity test passed. Cat 6 cable testing, gbit and 100t tests were completed. The 100t test passed. The gbit test did not pass and showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
(B)(6).